Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the buttons on the keypad have been difficult to press. It was reported that the buttons can be delayed or hyper-responsive at times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: the keypad was peeling and torn. The buttons on the keypad were unresponsive. The up arrow, down arrow, and ok button contacts were inverted and misaligned when the keypad was removed. There was contamination under all of the button contacts. The audio bolus button was not intact and not responsive. Unrelated to the original complaint, the pump powered on with a dim and discolored display. The battery cap was unable to be fully tightened, but a power loss was not observed. The battery cap threads were damaged. Also unrelated, the battery compartment threads were damaged and there was a crack in the battery compartment. The piston cap was missing from the cartridge lead screw. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.